Event description:
It was reported that on an unknown date, a 29mm navitor valve ((B)(4)) was chosen for implant using a large flexnav delivery system ((B)(4)). During the procedure, the navitor valve was fully resheathed three times. The third time, the valve was in the descending aorta and the nose cone was not able to fully close with the tip of the delivery system, and there was a large gap. The system was removed from the patient and the gap was attempted to be closed but was not able to. The valve was deployed from the delivery system for rinsing but it had a lot of thrombus on it. The activated clotting time (act) was around 220 seconds during this time in the procedure. A new 29mm navitor valve ((B)(4)) was used and a new large flexnav delivery system ((B)(4)) were prepared and used to continue the procedure. The procedure was completed successfully without any other problems with optimal results for the patient. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a gap remaining when retracting the valve into the delivery system and there being thrombus on the valve after use was reported. The investigation confirmed the device met functional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed information, it was reported that this event occurred on 11 april 2022. There were no issues noted during device preparation, and there were no issues retracting the device into the delivery system. There was no gap noted on the delivery system during device preparation. During procedure, multiple manipulations were required, and the valve was horizontal. It was noted that the device was fully recaptured three times during the procedure. The patient's activated clotting time (act) was 264 seconds, and heparin was administered. The micro adjustment wheel was used to attempt to close the gap on the last retraction, but it was unable to close the gap. Past medical history includes that the patient was on the anticoagulant medication acenocoumarol (sintrum). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.